Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: analysis of the returned device identified: deformation device, creases flat, yellow particles and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of "capsular contracture and symmastia" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient reported "they always hurt, I have sharp pains under my right breast and it feels hot. I have sharp pains under my armpits" and "unsatisfactory, symmastia worse on left than right and gross distortion of the inframammary fold on right side and change to smooth implants". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "they always hurt, I have sharp pains under my right breast and it feels hot. I have sharp pains under my armpits." Additionally, healthcare professional reported "unsatisfactory, symmastia worse on left than right and gross distortion of the inframammary fold on right side and change to smooth implants." Device has been explanted. This record is for the right side.